Event description:
The user-facility reported the fluid free flows even when the tubing is clamped into the pump.

Manufacturer narrative:
Originally, the facility reported the pump had free-flowed during testing. However, a message was sent to the facility to confirm this, and the facility stated there was a fast drip as opposed to free flow. When the pump in question was received, the investigator observed the screw, connecting the door handle and the door handle lock, was missing. This screw enables the door to close properly, which would occlude the tubing set appropriately. Without this screw, there was a free flow of 1,476 ml/hr. When the screw was inserted, the pump had infused within it's manufacturing specification. When walkmed pumps are manufactured, the screw in question is threaded into a nut on the door handle lock and thread locked with loctite 401. Walkmed pumps are not released for distribution until they are submitted through a quality inspection, which includes but is not limited to a visual inspection, delivery accuracy test and a free flow test. Review of the device history record (DHR) revealed that the pump in question had passed this quality inspection. This pump has successfully been in the field for the last two years without any reports of malfunctions. Walkmed has concluded the screw, connecting the door to the door lock, was recently removed in the field by the customer.